Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
It was reported that while in use, the ventilator had an alarm sounding. The sales representative had the nurse check the alarm and it turned out to be an alarm light emitting diode (led) failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Patient information was not provided. The manufacturer¿s international service technician confirmed the reported issue. The customer decline service or repair of the device and the unit was returned to the customer.